Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customers blood glucose level was 210 mg/dl.